Event description:
The manufacturer received information alleging that a trilogy 100 ventilator, u.s.a - bt failed to power up. No harm or injury was reported. The device was not in patient use at the time of the event. The device has not been returned to the manufacturer for evaluation; therefore, the cause of the reported issue could not be determined. The manufacturer's investigation remains ongoing. If additional relevant information becomes available, a supplemental report will be submitted.